Manufacturer narrative:
In speaking with olympus technical assistance center (tac), tac advised to narrow down the scope causing the b30 and e216 errors by shutting off the cv-190 tower, connect a scope, boot the tower up, and see if the errors occur. If the errors occurs again, tac advised to clean the contacts of the scope with 70% ethyl or isopropyl alcohol with a lint-free cloth and try the steps again. If the error still occurs after that, the scope would need to be sent in to the national service center for evaluation and repair. They will try tacs instructions and call back. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had b30 and e216 errors. The issue was found at an unknown time in a diagnostic procedure. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
Additional customer contact information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The root cause could not be identified. As a result of confirming the instruction manual of otv-s190 (drawing nogt6776, revision 27), b30, e216 are scope communication errors. The subject device manufacture date was not identified as the serial number is unknown; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.